Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided, a2: age at time of the event: unknown / not provided, a3: gender: unknown / not provided, a4: patient weight: unknown / not provided, d4: additional device information: unknown / not provided, h4: device manufacturer date: unknown / not provided.

Event description:
It was reported that during prosthesis placement the instrument fractured at the tip. No patient impact.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie did not receive one (1) zfx02hld21 for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number and risk management file. Complaint history review was performed for similar events and no other complaint was identified. Review completed utilizing keywords: part broken. The customer did not submit images for the reported event. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.